Event description:
It was reported that communicator interrogation of this pacemaker system was unsuccessful. Technical services (ts) discussed troubleshooting options including moving the communicator to a different room and removing potential electromagnetic interference (emi) sources, without success. The following week, a device check in-clinic confirmed the pacemaker was operating in safety mode. Subsequently this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event details and product return status. At this time, no further information is available. Should additional information become available this report will be updated.